Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round high profile 330cc saline breast implant, catalog number 3503330, serial number (B)(4).

Event description:
It was reported that a (B)(6) -year-old hispanic female patient underwent a primary breast augmentation with mentor smooth round high profile 330cc saline breast implants which the right side is painful, hard and, looks smaller after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 6/22/2018, additional information indicated that since the implantation patient started having a lot of pain and hardness of the right breast and patient feels fever at night, and cant sleep. Manufacturer¿s reference number: (B)(4).